Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event : updated information provided for reporting.. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
07/24/2019: it was reported that the device was put in improperly and it could not be locked because the helical blade was upside down.

Manufacturer narrative:
This report is for an unknown aiming arm-guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if device will be returned. Reporter is company representative; no facility contact available. No code available is for surgical/medical intervention without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a trochanteric femoral nail (tfn), a 125 degree nail was implanted in the patient but the doctor did not have a 125 degree helical blade aiming arm so a 130 degree arm was used instead. The helical blade was left upside down in the patient and nail. The nail could not be locked. It is unknown if there was surgical delay. Patient and procedure outcome are unknown. This is report 2 of 3 for (B)(4). This report is for an unknown aiming arm/guide. (B)(4) captures the intra operative tfn event, for the aiming arm and nail that could not be locked while (B)(4) captures the post op event where the tfn was revised due to failed locking mechanism.